Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that, system went black (screen) when user was using the machine. A technical support specialist dialed into the medstation. According to knowledge article, no logs related to eventid 1503 were found in the event viewer. An email was sent to the customer requesting further information. A follow-up was sent, and the case was closed due to no response received. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a pyxis went black screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.